Event description:
Hysterectomy performed using vaginal mesh systems (apogee/perigee) for support after cystocele repair. These mesh systems then eroded into vagina and bladder necessitating surgery to remove mesh and repair vagina, anterior, and bladder. This surgery took place (B)(6) 2011 and necessitated the insertion of a foley catheter for two weeks following surgery because of the necessary bladder repair. Multiple bladder infections have been ongoing since surgery. Reason for use: hysterectomy, pelvis prolapse w/large cystocele.